Manufacturer narrative:
Pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the basic occlusion test and occlusion test due to motor error alarms.

Event description:
Customer reported that she was hospitalized with high blood glucose levels. Customer reported having motor error alarm in the pump and she stated that she rec'd the first motor error prior to hospitalization. Customer was advised to discontinue and return the pump.